Manufacturer narrative:
This report was found to be a duplication. The manufacturer report number for the report with the same event information is 3003288808-2016-01491. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An administrator reported that during lasik treatment in the left eye, the laser gave a scanner error. As a result, the treatment was aborted at 97% completion. The user was able to resume and complete the treatment with no impact to the patient. No further information is expected.